Event description:
Additional information was received: I was informed today by the surgeon for this case, mr sathyamoorthy that the tip of the 230795000 glenosphere orientation guide has been located on a post operative xray inside the patient and he would like to officially notify us of this.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: glenosphere orientation guide was damaged during surgery, rendering it unusable. There was no disruption to the surgery as a second set was available at the hospital, no delays, all concluded without issue. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the tip was broken. The broken fragment was not returned for evaluation. No other problem identified. The device, component or fragment remains in patient issues could be not confirmed since x-ray evidence was not provided. Based on the observed condition, it is consistent with the material overload through the use of excessive forces applied, thus the potential cause could be attributed to unintended use error. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 (expiration date) and h3. The expiration date (2/1/2039) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Glenosphere orientation guide was damaged during surgery, rendering it unusable.there was no disruption to the surgery as a second set was available at the hospital, no delays, all concluded without issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot, expiration date), d9, h4. Corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.